Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several falls and nerve stimulation in their superior vena cava (svc) area. The right atrial (ra) lead dislodged into the svc and exhibited high thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.